Event description:
Caller states that pt tested 3.8 inr on device while another device read 4.1 inr at the same time. The caller states that a lab drawn shortly after read 2.6 inr for this pt. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device, however, caller states that strips are unavailable for return.

Manufacturer narrative:
Strips that produced result of 4.1 inr: 3116247001, 285a, 9/30/07.